Event description:
It was reported that a revision surgery was performed due to pain. The durom cup products began shedding metal debris in his body, causing exposure to toxic metals, including cobalt and chromium. These multiple surgeries caused patient to suffer significant injuries, including great pain and agony that restricted his ability to engage in the physical activities he enjoys.

Manufacturer narrative:
Therapy date: (B)(6) 2020. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays for review. The manufacturer received several reports from the lawyer which will be reviewed during investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a revision surgery was performed due to pain. The durom cup products began shedding metal debris in his body, causing exposure to toxic metals, including cobalt and chromium. These multiple surgeries caused patient to suffer significant injuries, including great pain and agony that restricted his ability to engage in the physical activities he enjoys. Update: event: revision due to pain, osteolysis and elevated metal ions.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: event: revision due to pain, osteolysis and elevated metal ions. Patient info: dob: (B)(6)1950. Metal ions measurements. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00040.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10 concomitant medical products: item# 00-7711-012-20, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset, lot# 60523271, item# 01.00185.146, metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20, lot# 2433314, item# 01.00181.500, metasulâ® ldhâ®, head, 50, code p, taper 18/20, lot# 2411345. Event description: it was reported that the durom cup products began shedding metal debris in his body, causing exposure to toxic metals, including cobalt and chromium. Revision surgery required. Harm: non-functioning joint; osteolysis leading to revision hazardous situation: fragments of an implant and/or bone are generated in vivo review of received data: pictures, x-rays (if applicable): no evaluation of the pictures/x-rays as the reported event is already known and addressed in wt123080. Surgical report: received revision surgery report does not provide any further details on the reported event but confirms that the revision surgery too place due to osteolysis and high metal ion in the blood. Device purpose: this device is intended for treatment. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: no product was returned for visual examination. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9, zimmer gmbh will close this case once again. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.